Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: the device jammed upon usage on normal tissue, the surgeon is experienced with enseal and has used for over 12 months. The jaws of the device did not break off and therefore they didn¿t not have to retrieve anything from the patient¿s abdomen. Did the surgeon attempt to manually open the jaws with his fingers? Once the device had jammed the surgeon managed to open the jaws and remove from the patient it was then noted that the device didn't feel as it should. At this point the device was replaced by a new instrument.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon noticed that the device jammed, when the jaw was inspected there was damage to the jaw, the device was removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch #m91x31. The device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.